Event description:
The article: "intermediate outcomes of the novel 63 m gelatin microstent versus the conventional 45 m gelatin microstent," from the journal of ophthalmology glaucoma (2023) reported the following events against the xen®45 gts: 3 patients presented with primary angle closure glaucoma. Choroidals/choroidal folds in 2 eyes. Hyphema in 3 eyes. Vitreous hemorrhage with macular edema requiring treatment with ketorolac and topical steroids in 1 eye. Vitreous hemorrhage in 1 eye. Positive seidel sign requiring bandage contact lenses in 1 eye. Corneal decompensation (with a history of corneal endothelial dysfunction) required topical steroids and descemet's stripping endothelial keratoplasty in 1 eye. Malignant glaucoma required atropine and yag laser with needling iridozonulovitrectomy in 1 eye. Shallow ac in 2 eyes. Iritis in 3 eyes. Dellen in 1 eye. Xen-cornea touch in 1 eye. Migrated xen in 1 eye. Needling was performed in 5 eyes. Ac tap was performed in 3 eyes. Laser to ostomy intervention performed in 3 eyes. 5-fu injection performed in 6 eyes. Mmc injection performed in 1 eye. Xen repositioning in 1 eye. Slt in 1 eye. Xen revision in 2 eyes. Second xen implant required in 1 eye. Baerveldt tube shunt required in 1 eye. Ahmed valve required in 2 eyes. This MDR captured the medical events against the xen®45 gts.

Manufacturer narrative:
Clarification to d.6a.: 42 eyes from 41 patients implanted with xen45 between july 2017 to september 2021. Continued h.6. Health effect- clinical code: e0506, e0830, e0827, e0819. Continued h.6. Health effect - impact codes: f07, f1904, f1905, f2301, f0101. Article citation: hussien, isra m., et al. ¿intermediate outcomes of the novel 63 m gelatin microstent versus the conventional 45 m gelatin microstent.¿ ophthalmology glaucoma, may 2023, https://doi.org/10.1016/j.ogla.2023.05.001. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.